Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) over-sensed electromagnetic interference (emi) resulting in pacing inhibition and inappropriate anti-tachycardia pacing (atp). It was noted the patient was being seen by a physiotherapist at the time and contraindicated machines (tens and an oscillator) were used on the patient. The patient felt very dizzy at the time which is why the physio stopped. Advice regarding use of these machines being contraindicated in device patients has been passed on to the patient and also to the physiotherapist.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.